Event description:
The pt contacted lifescan in 2007 and alleged that her one touch ultra meter was displaying the battery icon. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred on fifteen days earlier at approx. 8:00am. After the issue began, she continued to take her regular diabetes medication: glyburide 2.5 mg tablets, 2 tablets in the morning and 1 tablet at night. She also mentioned feeling sweaty, nauseated, and having a headache after the reported issue began. She did not receive/require any medical intervention. At the time of troubleshooting, it was verified that this was not a new product. It was discovered that the pt had not changed the battery per the owner's manual (use error). This complaint is reported because the pt alleged she developed symptoms after the reported issue began. The issue was resolved with troubleshooting (she had not replaced the battery in the meter). Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.